Event description:
It was reported that, "wrench would not grab lag screw."

Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental report.